Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported being allergic to nickel. The irritation was described as itchy and appearing as an allergic reaction underneath the therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed clobetasol propionate 500% from a medical professional and the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported being allergic to nickel. The irritation was described as itchy and appearing as an allergic reaction underneath the therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed clobetasol propionate 500% from a medical professional and the irritation improved. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.